Event description:
It was reported that the touchscreen of a pump was unresponsive, causing the screen to freeze and preventing interaction. There was no adverse impact to the customer's blood glucose level. The customer was guided by technical support to perform a pump reset, which successfully resolved the issue, restoring the touchscreen's functionality.